Manufacturer narrative:
H3, h6: one biosure ha 6x25mm screw used for treatment was returned for evaluation. Instructions for use contains recommendations and precautionary statements for proper use of product. The screw was damaged with approximately 1-2mm distal material missing. The area was torn and jagged. Thread edges were chewed up. These symptoms have been associated with attempted use of an inferior tunnel causing binding and pressure applied where the tapered diameter widens. The phillips head was in good condition. Prep per the instructions for use recommendation is critical for ease of insertion and successful anchoring. Instructions for use recommends pre tap; ¿appropriate size tap¿ choice is important as this is a tapered screw. Based upon the fracture condition and visual characteristics observed, excess torque force was placed upon the screw during attempted insertion. Complaint history review indicated no similar allegation for the lot number reported. Batch review did not indicate a condition or product/procedure failure that supported the allegation. No root cause associated with the manufacture of this device was confirmed. Product met specifications upon release to distribution. No further investigation warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the screw broke off when it was put in the knee but according to the reported the procedure was successfully completed with the same device. No patient harm was reported. It is unknown if there was a delay in the procedure. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.